Event description:
It was reported that during the sterilization process, it was observed that the motor device had a cut in the hose. During in-house engineering evaluation, it was observed that the device had a torn hose at the muffler, an oil leak and low rotations per minute ( rpms). The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a torn hose at the muffler, oil leak and low rotations per minute. Therefore, the reported condition was confirmed. It was determined that the torn hose was due to pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. It was determined that the oil leak was due to the hole in the hose. The assignable root cause was determined to be misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.